Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was unable to leave the fill tubing stage on the insulin pump. The customer's blood glucose was 155 mg/dl. The customer specified that she was unable to exit the preparing to prime loop. Advised customer to hold down the act button until she received the second series of beeps or the numbers appeared on the display. However, the customer stated that she never received the second series of beeps nor did any numbers appear on the display. The customer stated that the drive support cap was slightly recessed. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.